Manufacturer narrative:
The investigation has been completed. The device was not returned for benchtop evaluation and investigation. The root cause of the access site bleeding issue was most likely due to patient movement, as it was reported that the bleed occurred after transfer to the intensive care unit. The root cause of the limb ischemia issue was most likely patient condition related to calcified vessels.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 57-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The impella cp was inserted along with ECMO for a patient and the team placed antegrade catheters for the limb to be perfused. The pump remained on for support with eccymosis and edema in the limb. The team made choice to explant and escalate to the 5.5 pump via the axillary. The cp support was for 19.3 hours. Axillary impella 5.5 placed without difficulty.